Event description:
Reporter noted posterior capsule tear occurred ( cause not specified); required anterior vitrectomy. System would not cut in vitrectomyu mode. Used backup to complete case. Extended length of surgery patient did well; prognosis reported as good.